Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, medications had been loaded in the ICU pyxis, but orders went to the central pharmacy and nurses were unable to remove the product. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the medication orders went to the wrong pyxis station. A technical support specialist connected through securelink using the customer session and observed a signing out error, the tss accessed the es webpage but could not connect to structured query language (sql). The tss connected to the database (db) server via securelink and ran an order query with extensible markup language (xml) review, the tss confirmed the order was received correctly to the server then routed the ticket to the epic team for further investigation and closed the case per customer request. The system functioned as intended after the technical support specialist investigated the issue.